Manufacturer narrative:
Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing label was found before use with a needle 25ga 1in. The following information was provided by the initial reporter, "products missing labels."